Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarming with a blank screen is an lcd screen failure. The most probable cause for a double beeping 2-tone alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a two-toned alarmed with a blank screen. The reporter stated the patient wrapped the pump while taking a shower. The pump appeared dried. It was reported that fluorouracil was infused with 101.7 ml over 46 hours at 2.2 ml/hour. No adverse patient effects were reported by the customer.